Event description:
Clinic notes dated (B)(6) 2013 note that the patient has started having multiple seizures according to the caregiver. The physician noted that the patient needs a referral for generator replacement. The notes indicate that the patient experienced two bad seizures recently and one light one in the office on (B)(6) 2013. It was noted that the patient experienced two bad seizures and was referred to surgeon on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
Follow up with the physician found that the increase in seizures occurred several days prior to them being noted in the clinic notes in november. The increase in seizures was below pre-vns baseline and was considered only a slight increase. There was no increase in seizure intensity or change in seizure type per the physician. The physician stated that he only meant to capture the slight increase in seizures in the notes, and did not realize the wording could be interpreted differently. The physician believes the increase in seizure frequency was related to a low battery level in the vns generator. There were no changes to the patient's medications or vns programming prior to the onset of the increased seizure frequency. The patient had a replacement vns surgery on (B)(6) 2013, and the device was programmed to previous settings that same day. The patient was seen again on (B)(6) 2013 for follow-up and the seizure control was much better. The medications were not changed. The patient is otherwise scheduled for follow-up in three months and is doing fine. The facility that performed the replacement surgery does not return explanted devices, therefore the device will not be returned to the manufacturer.